Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the onset, the patient was treated with meropenem injection (1gm, ongoing) for peritonitis. The next day, the patient was hospitalized for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient had recovered from peritonitis; however, remained hospitalized due to hemodialysis (twice a week). No additional information is available.